Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed an as-received treatment, system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid found on the bottom cover next to the recess underneath the pump assembly during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that they received a patient line is blocked soft alarm during drain 1 of 4 of their pd treatment. Upon follow up, a patient contact reported that a peritoneal dialysis (pd) patient was in the hospital. The patient contact stated the line coming from the patient¿s stomach is the issue. Attempts to obtain additional information were unsuccessful. Based on the information reported by the patient contact, the pd catheter (not a fresenius product) is the issue related to the patient hospitalization.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: based on the information reported, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A peritoneal dialysis (pd) patient reported that they received a patient line is blocked soft alarm during drain 1 of 4 of their pd treatment. Upon follow up, a patient contact reported that a peritoneal dialysis (pd) patient was in the hospital. The patient contact stated the line coming from the patient¿s stomach is the issue. Attempts to obtain additional information were unsuccessful. Based on the information reported by the patient contact, the pd catheter (not a fresenius product) is the issue related to the patient hospitalization.